Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the date on the pump was inaccurate. The cause was unknown. There was no reported adverse impact to the customer's blood glucose level. The customer corrected the date to resolve the issue.